Event description:
End user's brother states that the end user was operating the motorized wheelchair in the roadway and was struck by a motor vehicle. End user suffered multiple fractures including both legs, both knees, pelvis, ribs, and ankle.

Manufacturer narrative:
Device not returned to manufacturer by end user for evaluation, however, no malfunction of motorized wheelchair is suspected. End user was struck by a motor vehicle whose operator was charged by law enforcement for driving under the influence of alcohol. Additionally, end user was not exercising caution by operating the motorized wheelchair in the roadway, as advised against in the owner's manual.